Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was received without fillers. No patient involvement.